Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer was not able to interrogate non-wireless using a known good rf (radio frequency) head; the rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the lower case and feet were worn. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.